Event description:
Consumer via e-mail stated that the top brush of the dual clean toothbrush head came off while they were brushing with two different heads. No injury was reported.

Manufacturer narrative:
(B)(6) 2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the top brush of the dual clean toothbrush head came off while they were brushing with two different heads. No injury was reported.